Manufacturer narrative:
Reliability analysis inspected 6 opened/used infusion sets and performed manual prime and high pressure test using anew lab reservoir along with a pump. All 6 infusion sets failed per spec. The infusion sets were found occluded at qr connection septum side.

Event description:
The customer reported via phone call of issues with the infusion sets. The customer's blood glucose reading was 150 mg/dl. The customer stated that he has 6 infusion sets that he would like replaced because he could not prime past the qr.